Event description:
It was reported that the iab was inserted femorally via sheath on 08/2005. The pt became agitated and intubated. Hands and left leg were restrained. In 08/2005, pt attempted to pull iab out. Iabp immediately experienced alarms and blood was observed in tubing. Iab was clamped and iabp shut off. Cardiologist cut iab as he could not removed it through sheath. Vascular surgery was performed to remove iab and repair femoral artery. Re-insertion not required. No associated pt complications.

Event description:
It was reported that the iab was inserted femorally via sheath in 2005. The pt became agitated and intubated. Hands and left leg were restrained. A week later, pt attempted to pull iab out. Iabp immediately experienced alarms and blood was observed in tubing. Iab was clamped and iabp shut off. Cardiologist cut iab as he could not remove it through sheath. Vascular surgery was performed to remove iab and repair femoral artery. Re-insertion not required. No associated pt complications.